Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing noise. The patient had no adverse consequences.